Event description:
Facility reported: "inflation cuff line was partially clogged. The cuff was hard to inflate and deflate. The tube was not used on the pt". Note: lot number m065100 or m060740 was involved. The package from the 2nd tube used was discarded in the same trash receptacle as the defective tube. The hosp isn't sure which is which.